Event description:
It was reported that the device illuminated the service indicator and logged several event codes that indicate a critical failure in the memory. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported event codes logged in the memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.